Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 650 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, fatigue, thirst, weakness and feeling lethargic. The patient reports after their nurse had checked their blood glucose level an ambulance was called. While waiting for the ambulance the patient administered a manual injection of 18 units of insulin. Once at the hospital the patient was treated with intravenous insulin. The patient was discharged from the hospital the following morning.